Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A device history record review was performed. Upon conclusion of the investigation, the cause was determined to be insufficient drain, one or more cycle advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 02:48:52. During night drain cycle two, the patient's ultrafiltration reading was 1240ml, indicating the home patient drained 1240ml more than their maximum programmed fill volume of 2000ml. No additional information is available.